Event description:
It was reported that the patient's implantable neurostimulator flipped. The patient was unable to fully charge the device. An x-ray confirmed the flipped device. The physician externally manipulated the device in the pocket to flip it back to its normal position. The patient was then able to charge normally. There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).